Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an emergent stemi procedure. Reportedly, there was no issue deploying the proglide through pushing in the plunger. The proglide plunger was removed and only the needles came out. After removal of the proglide device, it was noted the suture with the knot was inside the device. Another proglide device was attempted. The plunger was removed without issue with the link attached to the anterior needle. When the footplate lever was lowered, the proglide device became stuck. The device was advanced into the vessel to confirm the footplate was in the artery. The footplate lever was opened and closed in attempt to remove, without success. Fentanyl and additional heparin where administered and the patient was intubated prior to a cut down. The vessel was incised and the device was pulled to expose the footplate portion of the device. An attempt was made to cut the suture free as it was stuck in the suture bearing, the knot was still intact. The device was removed with subcutaneous tissue on the footplate. Surgical suturing and a patch were used to achieve hemostasis. The patient was sent to the intensive care unit. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition ¿suture stuck in the suture bearing¿ and device entrapment could not be replicated in testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported suture malposition ¿suture stuck in the suture bearing¿ and device entrapment could not be determined based on the returned device condition. Factors that contribute to malposition of the suture ¿suture stuck in the suture bearing¿ include, but are not limited to, friable artery. Factors that may contribute to device entrapment include, but not are limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect tissue injury is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.